Manufacturer narrative:
Per the biomedical engineer the power management board was replaced to address the reported problem. The unit is back in service.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator will not power on ac or dc power. The customer reported there was no patient involvement.